Event description:
It was reported that there was drainage at the midline incision site and the bottom part had not healed fully. The patient was given bactrin and moxifloxacin. Additional information was received that the patients midline incision was healed.

Event description:
It was reported that there was drainage at the midline incision site and the bottom part had not healed fully. The patient was given bactrin and moxifloxacin.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.